Manufacturer narrative:
Batch review performed on 10 october 2019: lot 1901301: 60 items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, 28 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 21 days after primary the surgeon performed a washout and revised the medacta sphere insert flex left 10mm s3 with a medacta sphere insert flex left 10mm s3. The surgery was completed successfully.